Event description:
It was reported that the patients implantable pulse generator (ipg) appeared to be anterolaterally on the right side overlying the lower ribs, causing pocket discomfort. The patient underwent ipg procedure and was doing well postoperatively. The explanted device will not be returned per facility policy.